Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-10669 and 2134265-2016-11038. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to visualize the unspecified target lesion. During a coronary intervention, the imaging is functioning. However, motor drive unit is not working. The issue was resolved by using another motor drive unit. No patient complications were reported.